Event description:
It was reported that high capture thresholds were observed on the left ventricular (lv) lead via review of remote transmissions and in-clinic interrogation. The physician believed that the lv lead had pulled back for unknown reasons. The lv lead was explanted and replaced. The patient was stable prior, during, and after lead revision surgery.

Manufacturer narrative:
The reported event of lead dislodgement and high capture threshold was not confirmed. As received, a complete lead was returned in one piece. The s-curve height of the lead was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.